Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake switch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was not alarming. The vest was located at the account in medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).